Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows hemolysis in the tube. Additionally, 30 retained samples underwent visual inspection and all passed without any defects. Complaints for sample quality are under statistical control for the month of december 2024. Further clinical testing was performed: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (hemolysis and erroneous results-k, ldh, alt, ast, p) because the defects were not evident in the testing of the complaint lot samples. The serum did not exhibit red cell hang up or serum cloudiness. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Further clinical testing for the hbdh analyte could not be conducted as bd clinical laboratories are currently unable to test for it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hemolysis based on customer photo analysis. This complaint has not been confirmed for the indicated failure modes: additive abnormality and erroneous results-k, ldh, alt, ast, p, and hbdh. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® serum there was uneven additive distribution, hemolysis, and erroneous results on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum there was uneven additive distribution, hemolysis, and erroneous results on an unspecified number of devices. There were no health consequences or impacts reported.